Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00749.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra engine (engine) and a penumbra engine canister (canister). During the procedure, the physician reported that the canister would not seat properly and would not aspirate properly. As a result, the engine had become saturated with blood where it comes into contact with the canister and blood had dripped down onto the stem of the engine where the canister sits. The physician then decided to remove the engine to prevent blood from being aspirated into the pump body and found that the grey foam piece on the canister that comes into contact with the engine was missing. The engine was, therefore, no longer used in the procedure, and the procedure was completed using a penumbra system aspiration pump max (pump max). There was no report of an adverse effect to the patient.